Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl at the time of incident. The customer that they are delivering a 4 unit correction bolus with insulin pump and declined to troubleshooting. Customer stated that they was not able to calibrate with a blood glucose over 400 mg/dl. The insulin pump will not be returned for analysis.